Event description:
User reported that focus rtp system was connecting structure outlines that were not the same structure thereby giving incorrect structure volumes and providing erroneous dose volume histograms.